Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5077563); date user facility became aware of event: unknown. Report sent to FDA: yes, 07/19/2018. Location where event occurred: hospital. Report sent to manufacturer: yes. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) device was put in to monitor their heart. When the patient called to check on their reading and discuss when they were to come in, the patient was told that the device was working properly. The patient went to another facility and found that their heart had stopped 43 times. The patient was not contacted about it by their doctor. The patient reported hospitalization and intervention was required due to this life-threatening event. The device status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.